Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller was missing. As indicated, the device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller pin was missing. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, device programming or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.